Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she could not get her programmer to work. They described the upper limit screen and used the programmer to confirm that the patient did not have any other programs available. There were no falls/trauma or electromagnetic interference (emi) related to the issue. The issue was not related to positional movements. The implantable neurostimulator (ins) had been set at 1.7 volts since it was replaced in october. They had not tried to adjust it until the beginning of this week when the patient started to experience more leakage. The location of the symptoms reported was the paresthesia area. This was considered to be a sudden change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the health care professional reported that the cause of the patient's issues was determined. She was up against a low amplitude limit. The patient had reprogramming on (B)(6) 2015.